Manufacturer narrative:
Correction g3: date received by MFR: the correct date is 02/25/2025 (and not 03/03/2025 which was listed in the original report). Additional information: d9, h3, h6 (update codes), h11. H11: the device was evaluated on-site at the user facility. The event date was not provided so a review of the event history log was performed for heparin infusion. An infusion of heparin was selected at a concentration of 25,000 units at 500 ml. Standby mode was not identified on or around this infusion. No secondary infusion was programmed after heparin was selected. There were nine downstream occlusion alarms after selection of heparin. The history log review shows no abnormalities that could have caused the reported issue. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was tested for downstream occlusion sensor test, upstream occlusion sensor test, and a flow rate accuracy test with all tests passing. The cause of the issue was not identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump underinfused during infusion. Heparin was barely infused 5 hours after the initial infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.